Manufacturer narrative:
Result - eval of the returned unit did not confirm the reported issue of static sound. No static was heard on any mode the unit was set to. However, a set of battery springs that is not attached to any wires is offset. Note: instructions for use state: hold alarm vertically upside down to prevent battery spring from bending during battery installation. Insert four new "aa" alkaline batteries. Take care not to damage battery contacts. (B)(4).

Event description:
Customer reported that when the alarm is set to "alarm and tone" mode, the alarm sounds like static. Customer did not provide a date when this was discovered. No pt incident or injury was reported.